Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead the implanter had difficulty positioning the lead and could not get the stylet fully into the lead. A position was attempted and it was noted that the r wave was low and pacing impedance was high and undefined. A different lead was implanted with no difficulty. No patient complications have been reported as a result of this event.